Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed with the lead. The returned lead was severed approximately 90 millimeters from the terminal end and only the proximal segment was returned. Moreover, analysis confirmed insulation damage where the insulation was cut approximately 50 millimeters from the terminal pin. The insulation was torn around the circumference at this location. Furthermore, it was concluded that this is an unintended use error based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead's insulation was damaged. During generator change, this rv lead was noted to have lost its insulation. Moreover, the patient also experienced bradycardia. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead's insulation was damaged. During generator change, this rv lead was noted to have lost its insulation. Moreover, the patient also experienced bradycardia. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.